Manufacturer narrative:
Journal reference: lind et al. "Drug-enhanced spinal stimulation for pain: a new strategy" acta neurochir suppl /2007/97/1/57-63. No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info from the article.

Event description:
Journal reference: lind et al. "Drug-enhanced spinal stimulation for pain: a new strategy" acta neurochir suppl /2007/97/1/57-63. The article describes a study involving a series of 48 pts being treated with a combination of spinal cord stimulation (scs) and intrathecal drug delivery (baclofen) for pain associated with neuropathic peripheral nerve lesions. Some pts received scs and intrathecal drug delivery while some only received intrathecal drug treatment. A number of complications were included in the article. Reportable event: one female pt reported sexual dysfunction (unable to achieve orgasm). No treatment or outcome info was provided.